Event description:
A report was received regarding a patient who was implanted with one plate and nineteen screws on (B)(6) 2011, to treat a right distal femur fracture. The patient had all of the hardware removed on (B)(6) 2013, due to a non-union in the right distal femur. Reportedly, the fracture was not healed. The surgeon took cultures from the patient, suspecting a possible infection. The surgeon did not replace the explanted parts with any new hardware. It was reported that the surgeon completed the procedure without incident. The patient was treated with antibiotics and IV therapy. This is report number 2 of 20 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.